Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports initially had discomfort and stopped the treatment. Recently started again, having the same issues and dentist recommended to stop treatment and mentioned the safety notice.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.